Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 10 mg/dl. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. Customer treated with food and a candy bar for low blood glucose. Customer did not use auto mode of insulin pump. Customer was neither in emergency room, nor admitted into hospital. Customer did not alleging insulin pump was over delivering. The insulin pump will not be returned for analysis.